Event description:
Inbound call from patient reported her cadd legacy pump (B)(4), due (B)(6) 2018 for maintenance, screen is not showing up. Gets a partial screen, can't read. Patient did not report any adverse event due to pump malfunction, using back up pump, courier shipped a new pump for same day delivery. No further information available at this time. Dose or amount: 1. Frequency: continuous. Route: IV therapy. Dates of use: (B)(6) 2017. Diagnosis or reason for use: pah.